Manufacturer narrative:
D6a / d6b implant date and explant date unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, following advancement into the aorta, the impella 5.5 pump began to display strange signals with fluctuations in the placement signal. The pump was subsequently replaced as a result of the noted issue. There was no patient harm.

Manufacturer narrative:
The investigation of optical signal issue has been completed. The pump was returned for investigation. Data logs were not provided for the investigation. No physical damage was observed on the returned product. The pump passed the laser continuity test, water bucket test, and pressure test for optical system. Clinical assessment suggests that the pump was explanted due to an abnormal placement signal waveform. The cause of the optical signal issue was not determined since the returned product did not have any issues, and sufficient clinical information was not provided. D9 date device returned to manufacturer added.